Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a procedure and woke up with the pico 7 attached to him. Has had it on for 3 days. Yesterday 29/10 the light was blinking every 15-20 seconds. On october 30th there is no vacuum. Two days after the device stopped working, the doctor decided to remove the bandage completely and left the wound open until the stitches came out 4 days later. Npwt was cancelled. No patient harm was reported.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. The device was not returned for evaluation. Potential causes for the issue experienced include; - dressing not applied properly, without creases and fixation strips - filter/port not adhered to dressing correctly - connector not correctly fastened and secured to the pump - tubing trapped, folded over/kinked causing a blockage - dressing integrity has been compromised - skin has not been thoroughly dried before application of the dressing causing the dressing to not sufficiently adhere to the skin a clinical investigation concluded, 'no clinical information has been provided to fully evaluate the root cause of the reported events. Per e-mail communication the therapy was discontinued, and the wound was left opened. Although the treatment was modified, no patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time.' The associated risk file contains the reported event. The instructions for use provides comprehensive instructions of the operation, use and limitations of the device. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.